Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe tooth fracture (breakage).

Event description:
The customer reported a broken tooth while wearing aligners; the customer was not able to provide the impacted tooth number. It is unknown if medical intervention was required. As a result, aligner treatment was discontinued.